Event description:
(B)(4). It began in my stomach muscles. If I bent or turned a certain way I would get a sharp, burning pain on both sides where my essure coil's were placed. They became more frequent and severe. I had mood swings, severe joint pains in my knees, hands,writs,hips, ankles and fingers. I also became pregnant after implantation and almost died during delivery. I have recently had a hysterectomy to remove the coils due to side effects.